Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient experiencing bite concerns. They report that #8 is pushing against #25 and #26, they have uncomfortable pressure when closing their mouth. It is also uncomfortable for them to bite down with #30 (molar), it is striking the top molar in a strange way and causing pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.